Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that the competitor right ventricular (rv) lead had a pacing impedance of zero. A circuity issue with the implantable cardioverter defibrillator (ICD) was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.